Event description:
Patient was involved in a car accident in (B)(6) 2012, during which he suffered a tibia plateau as well as distal tibia fractures. On an unknown day in (B)(6) 2012, patient was implanted with synthes hardware, including one tibia plate, one tibial nail, six screws, and four locking screws. Patient came in for a post-operative follow up on an unknown date, and the doctor noticed an infection had set in. The proximal had healed, but the distal was a non-union. On (B)(6) 2012, patient returned to the or and the surgeon performed an explant of all the hardware. None of the hardware removed was broken or damaged. The surgeon flushed the wound but did not replace with any other hardware. The procedure was completed successfully. This is 7 of 12 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.